Event description:
High impedance was observed on (B)(6) 2016 with impedance of > 10,000 ohms. Patient was referred for surgical evaluation and x-rays were ordered by the physician. No surgical interventions have occurred to date.

Event description:
The patient underwent full revision surgery on (B)(6) 2016. The explanted devices will not be returned per institution policy.